Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: dr. Reported that the milling cutters below are already worn and blind due to use (natural wear). Despite this problem, the surgery occurred well and nothing of prejudice to the surgical act. Code; lot: 244000536, so2017329; 244000537, so2017428; 244000538, so2017481; 244000539,so2017991; 244000540, so2018302; 244000541, so2013671; 244000542, so2011373; 244000543, so2014494; 244000544, so2025273; 244000545, so2017602; 244000546, so2011857; 244000547, so2014093; 244000548, so2013337; 244000549, so2015991; 244000550, so2012724; 244000551, so20154000; 244000552, 9991; 244000553, so2018039; 244000554, so2017456; 244000555, so2015412; 244000556, 9991; 244000557, 9991; 244000558, 9991; 244000559, 9991; 244000560, 9991; 244000561, so2001627; 244000562, so2007831; 244000563, 9991; 244000564, so2012617; 244000565, so2025863; 244000566, so2024822; 244000567, so2023295; 244000568, e4lbw4000.

Manufacturer narrative:
(B)(4). The instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.